Event description:
It was reported that the patient felt pocket stimulation at interrogation and intermittently thoughout the day. The technical consultant did note that high output pacing is done via lead monitor and at interrogation for battery and lead measurements. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.